Manufacturer narrative:
Reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.